Manufacturer narrative:
Patient information was requested but it was not available at the facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received.

Event description:
A cardiac tamponade occurred and the procedure was cancelled. It was reported that faradrive was selected for an ablation procedure. During the procedure, a cardiac tamponade occurred, while performing the transeptal with versacross device, the rf wire could not be advanced smoothly into left atrium after the energization, raising concern for myocardial injury at that time. The patient was treated with drainage and coronary angiography (cag) and the patient was recovered. It was thought to be a procedural issue. Other catheters were present at the time of the event; atrial cardioversion system (rigth atrium) non-boston scientific) and mapping catheter (non-boston scientific) in the right atrium. Resistance was noted during wire advancement into the left atrium. Furthermore information, the versacross device or faradrive sheath didn't caused issue or malfunctioned during the procedure. According to the physician, vcc wire did not advance smoothly into the left atrium, and it was considered possible that the myocardium may have been injured at that time. Tamponade occurred during procedure, so the procedure was cancelled.